Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "glenoid drill guide has broken". The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that glen drill guide d 2.5mm was fractured through the welded region, the arm and sleeve were separated. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces; such as bending forces in a direction to cause an opening of the obtuse angle between the arm and the sleeve exceeding the ultimate strength of the material / weld. However, taking in consideration the device's age (15+ years), the observed condition appears to be consistent with the effects of repeated use and servicing over the years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the glen drill guide d 2.5mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿glenoid drill guide has broken.¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned glen drill guide d 2.5mm revealed a fracture through the welded region connecting the arm and the cannulated sleeve; as a result, the arm and sleeve were separated. All components were returned for evaluation. No other defects that could have contributed to the reported event were found. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces; such as bending forces in a direction to cause an opening of the obtuse angle between the arm and the sleeve exceeding the ultimate strength of the material / weld. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glen drill guide d 2.5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿glenoid drill guide has broken.¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned glen drill guide d 2.5mm revealed a fracture through the welded region connecting the arm and the cannulated sleeve; as a result, the arm and sleeve were separated. All components were returned for evaluation. No other defects that could have contributed to the reported event were found. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces; such as bending forces in a direction to cause an opening of the obtuse angle between the arm and the sleeve exceeding the ultimate strength of the material / weld. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glen drill guide d 2.5mm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
¿The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. Glenoid drill guide has broken.